Event description:
Initial internal fixation was obtained with a seven-hole 3.5-mm small fragment one-thirdtubular fixation plate. The patient went on to heal uneventfully and obtained excellent functional use of the hand but had not yetreturned to work. The patient presented to clinic a few months postoperatively without symptoms, but with x-ray evidence of hardware failure through one of the screw holes, with evidence of hypertrophic nonunion of the ulna.